Manufacturer narrative:
The motor error alarm occurred during rewind due to corroded motor home switch. The insulin pump alarm history could not be reviewed due to constant motor error alarm during rewind. The insulin pump was also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported that the insulin pump alarmed motor error, motion sensor test failure and was exposed to fluid. Customer's blood glucose was 246 mg/dl. Troubleshooting was done. Unable to complete the displacement test due to keypad was not working and insulin was still inside the compartment. Customer stated that reservoir was leaking past the black o rings. Customer stated the insulin pump was alarming motor error and during the rewind he noticed fluid in the reservoir window. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.